Event description:
In 2004, during an onsite visit at the facility, the MFR's (MFR.) Clinical specialist and territory manager observed the valve site and recommended the staff to make a new buttonhole, and start the hematoma therapy on the same site. The staff member performed both procedures correctly. The MFR.'s clinical specialist followed-up on pt/device status and was informed that the pt had 3 treatments without incident. The pt experienced bleeding several hours after their dialysis treatment. A new buttonhole needed to be established with a sharp needle. The bleeding occurred through the old buttonhole site. Additionally, hematoma therapy had been done prior to the establishment of the new buttonhole for a few treatments. The facility's manager also informed the MFR.'s clinical specialist, that due to profuse bleeding every treatment for over a month, the staff recommended that the valve be explanted. The vascular surgeon questioned the staff's on/off procedures, but the facility's nurse stated that their technique was correct and there were no other solutions. Additionally, it was noted that this pt previously experienced bleeding with previous access (graft), which subsequently clotted, resulting in failure of that access. No further details were provided at this time.